Event description:
Customer reports false positive hcg results. Serum quantitative test result 6.7. No unnecessary medical procedure was performed. There was no impact to pt health. Sinusitis surgery was delayed until serum result was obtained.

Manufacturer narrative:
Pt confirmed she had a d&c procedure in the week previous to hcg testing confirming there had been a recent pregnancy. Customer states controls are running as expected. MFR tested the lot identified by the customer and was unable to confirm any failure.